Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a normal device check with upper out of range high voltage lead impedance. No further procedure was recommended. The patient will continue to be monitored. The patient condition is well.